Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pt was intubated and sedated on propofol. Rn heard pump beeping and went to assess. When rn opened the door to the pump she observed that the tubing had a large "aneurysm" and immediately ruptured, causing the tubing to break and was not repairable. New tubing had to be primed and loaded into the pump quickly since the patient is intubated. No patient harm reported.

Manufacturer narrative:
The customer¿s report of ballooning and rupturing of the silicone pump segment was not confirmed. Visual inspection noted that the silicone pump segment had become detached from the upper fitment. Because the retainer ring was still in place at the end where the segment had detached, it was possible to manually re-connect the segment to the upper fitment to allow for functional testing. Functional testing was performed; no ballooning occurred. The set was then pressure tested; separation of the silicone pump segment from the upper fitment occurred at approximately 12 psi. The root cause of the separation could not be identified.